Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that when interrogating a synchromed ii pump for refill, they received the message motor stall occurred and recovered. During the refill, no volume discrepancy was present. The date of the event was unknown / not specified. They were not sure yet if the patient has had an MRI (magnetic resonance imaging) or not. At the moment of the call, the pump logs were not available. Checking with the patient to see if the pump was exposed to any magnet at the time of the stall, and obtaining the pump logs to see when the motor stall occurred, and for how long was being considered. Monitoring the patient to check if any alarm will sound again that could indicate a motor stall was also being considered. No patient symptom was reported.